Manufacturer narrative:
The coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from the coaguchek xs meter. At 11:06 am, the meter result was 2.9 inr. At 11:10 am, the meter result was 2.2 inr. The patient's therapeutic range is 2.0 -3.0 inr. The patient tests on a biweekly basis.